Event description:
It was found through a review of a programming system's data card that high impedance was detected on a patient's generator through system diagnostics. The patient's generator was disabled as a result. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.